Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements and p-wave amplitude variation. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable capture threshold and p-wave amplitude variation were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.